Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet broke from the suture and lodged in the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
The bullet broke from the suture and lodged in the device. The patient's condition was reported as fine.